Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.

Event description:
Attorney reported: pt sustained injury associated with defective product, the bard kugel hernia patch. As a result of having the patch implanted in pt, pt suffered disabling pain and required surgical intervention. Pt suffered and will continue to suffer injury, disability.